Event description:
Procedure type: laparoscopic cholecystectomy. Pt gender: unk. According to the reporter: when surgeon tried to remove harmonic, suddenly balloon exploded. Opened new one to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).